Event description:
It was reported that during implant the lead dislodged during back out. The physician attempted to fix the lead many times but failed. A new passive lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.